Event description:
Two days after the pulsed field ablation atrial fibrillation procedure, the patient experienced diplopia which the physician alleges to be due to a transient ischemic attack. The diplopia occurred for about 15 minutes and then self-resolved. A brain MRI performed 6 hours post-event revealed no acute pathological findings or evidence of ischemia. The patient was on a chronic regimen of apixaban 5 mg bid for paroxysmal af. The morning dose on the day of the procedure was withheld, with the ablation performed at 12:00 pm. Post-procedural anticoagulation was resumed with the scheduled evening dose. Intraprocedural anticoagulation consisted of 8,000 iu of intravenous heparin, maintaining an act of 300 seconds. The patient¿s cha2ds2-vasc score was 1, attributed solely to age. No other thromboembolic risk factors were identified. Sheath manipulation and the overall procedural steps were unremarkable, with no evidence of air embolism or technical complications. Notably, a right atrial tachycardia originating from the crista terminalis was identified, mapped, and successfully ablated using radiofrequency (rf) energy without difficulty. Electroanatomical mapping revealed no significant fibrosis within the left atrium. As previously noted, the substrate was significant only for a right atrial tachycardia (crista terminalis), which was effectively targeted. The medical history is negative for prior cerebrovascular events, neurological disorders, migraines, or pre-existing ophthalmological conditions.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11.the results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a transient ischemic attack could not be conclusively determined.